Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and missing a piece of shell (approx. 0-25%). Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified: one broken striated on the anterior. Based on the device analysis the final assessment was one broken striated edge on the anterior assessed as surgical damage consistent in the use of some surgical tools, and missing shell assessed as inconclusive.